Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on the "prepare for fill" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the screen. Additionally, it was reported that the customer received a minimum fill notification. Reportedly, the customer did not under-fill the cartridge. Customer was successfully able to load a new cartridge and resume insulin delivery. Customer's blood glucose was 275 mg/dl.